Event description:
The customer performed a control test and received a result of 57 mg/dl. The approximate normal control range is 105-145 mg/dl. No adverse events were alleged. The call was disconnected so the csr was unable to obtain further information or continue troubleshooting. Product is not being replaced or returned for evaluation.

Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date or 510k number without the meter information.